Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the procedure was washing out an infected wound on the forehead. Local anaesthetic was given and the wound was opened and irrigated. A glove drain was inserted and secured with 2/0 silk and two 5/0 vicryl rapid sutures were placed. I was the surgeon. The patient did not suffer any adverse consequences as the needle was identified at the time of the incident and removed. The wound was examined for any other foreign bodies. When I initially held the suture with the needle holders there did not appear to be any abnormalities and I inserted it into the skin. However when retrieving the suture from the skin wound, one needle was attached to the needle holder while another remained in the skin with no thread attached. The product was disposed of in the sharps. I have attached an image of the extra suture needle. 5/0 vicryl rapide. W9915. Lot ap8039. Please see image packaging attached. The needle it retrieved during the same surgical procedure? => the needle did not fall into the patient. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? => na what is the most current patient health status and condition? => no further information is available. Lot number? No further information is available. No further information will be provided. Events reported via: 2210968-2022-02228.

Event description:
It was reported that a patient underwent a wash out infected wound procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/4/2022 additional information: d4, h3, h4, h6 h6 component code: c22 - photo analysis a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary ¿ photo analysis: three photos were submitted to ethicon for evaluation showing a foil package of the product, an open box, and an additional needle with product code w9915. The wrong number of components observed during the visual assessment has been correlated to the manufacturing process. Based on the information currently available, the extra needle was identified during the investigation of the picture received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.